Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The device was returned and analysis found no anomalies.

Event description:
It was reported that during attempted implant of device there were a problem with the set-screw. Therefore, after several attempts, the physician decided to change the device for new. No patient complications have been reported as a result of this event.